Manufacturer narrative:
The main component of the system and other applicable components: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a trial patient. It was reported that the patient barely felt stimulation at the top of her buttocks when she left the clinic and was at 2 or 3 ma. During the morning she could not feel any stimulation and she went to increase stimulation but got error code 59 (settings not available) at 8 ma. She indicated that she has not had 50 percent or greater symptom reduction. It was further indicated that the patient was able to decrease to zero then increase amplitude to 8 ma before 'setting unavailable screen'. Additional information received from the healthcare professional (hcp) reported during trial the patient did not have stimulator turned up so she did not feel it and the lead had pulled. Stimulation was changed to other lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.